Event description:
New information received notes that a decrease in high voltage lead impedance was observed. The device was reprogrammed. The patient will be followed up.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead remains implanted.